Event description:
Olympus was informed that during preparation for use for a therapeutic transurethral resection (tur) procedure at an unknown date, the ¿esg-400¿ hf-generator displayed error message e433 and could not be used. However, the intended procedure was then successfully completed with a similar device and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to an olympus regional repair center (rrc) in spain (returned to rrc on (B)(4) 2022). The evaluation confirmed the occurrence of error message e433 which is triggered by the generator¿s safety system. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. In the case at hand, the cause for the occurrence of the error message could not be exclusively determined and is judged as unknown. However, based on the experience, a defective generator bard is very likely. Furthermore, a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions, but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.